Manufacturer narrative:
Concomitant medical products : tg3115/7357039, tg3415/7244676, tg3420/7306633. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. Tg3115/7244604 = (B)(4); tg3115/7357039 = (B)(4); tg3415/7244676 = (B)(4); tg3420/7306633 = (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using four gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imagings showed no issues, with shrinkage of the aneurysm to 63mm. On (B)(6) 2012, two year follow-up imaging showed that the diameter of the aneurysm was 64mm. A type iii endoleak was identified. The endoleak was reported to be device-related; however the cause and origin of the endoleak was unknown. On (B)(6) 2013, three year follow-up imaging showed that the diameter of the aneurysm enlarged to 68mm. The endoleak reportedly persisted. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm further enlarged to 70mm. The endoleak reportedly persisted. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm further enlarged to 76mm. It was unknown if endoleak was present. According to the (B)(6), no further information is available.